Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The mother states the customer's pump had partial display. The customer's blood glucose level at the time of incident was unknown. The mother state the screen cannot be read because it is cobalt blue. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked and bleeding lcd glass. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.